Event description:
It was reported that the ventilator had multiple alarms displayed and the ventilator would not ventilate. No patient harm reported.

Manufacturer narrative:
The customer had tested the ventilator and found that the ventilator did not malfunction. According to the customer, the ventilator will not be returned for evaluation as the reported problem was due to operator error.